Event description:
It was reported that the left lead had high impedances. It was noted that patient had inadequate stimulation on the left side. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted device was kept at the facility.